Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported that the patient stated that ¿their program wasn t giving them relief like it used to¿. It was indicated that there were no environmental factors that may have led or contributed to the issue. It was reported that connectivity was out on electrode 10 and it had impedance readings of greater than 10,000 ohms. The rep programmed around this electrode. It was reported that the issue was not resolved at the time of the report. No surgical intervention had occurred and it was asked but was unknown if surgical intervention would be planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was programmed around the electrode for improved pain relief. No further actions were going to be taken at the time to resolve the high impedance.